Event description:
It was reported to philips that the mdc pc motherboard failure caused a boot issue during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service repaired the mdc pc and returned the device to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).